Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified that the stent was separated from the sds and damaged. Damage was noted across the entire stent and struts from the mid-section were stretched. Stent crimp markings were visible and the balloon. The balloon wings were open and not in their original folded position. It appeared that the balloon had been inflated and deflated. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy ii drug-eluting stent was introduced to treat the lesion. However, when the balloon was inflated it was noted that the stent was stripped off from the balloon and fell off in the table. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy ii drug-eluting stent was introduced to treat the lesion. However, when the balloon was inflated it was noted that the stent was stripped off from the balloon and fell off in the table. The procedure was completed with a different device. No patient complications were reported.